Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: due to similar complaints, several tests and investigations have been performed. All investigations could not establish a final cause of the issue. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to OEM specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available it is not possible to determine a possible root cause for the failure. It is assumed a manufacturing, a design related or a combination of multiple fractures. A CAPA has been filed.

Event description:
Country of complaint: (B)(6). During procedure, the customer used ek236su and the sleeve was broken, therefore the procedure changed to be opening the abdomen since it was difficult to remove the fragments. All med watch submissions related to this report are: 9610612-2017-00560.